Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation performed on (B)(6) 2023. During the procedure, the ligator cap got stuck as it would not deploy the second band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing was returned with six bands attached, some of them were moved and overlapped, and one band was broken. The handle slot did not show insertion marks of the trip wire. The suture thread was cut, possibly at the time of removing the device. The ligator housing teeth were found bent/damaged, and the ligator housing suture hole showed evidence of suture tension. The returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator housing were moved and overlapped, and one band was broken. It was also found that the ligator housing teeth were bent/damaged. This indicates that the device was not able to deploy the bands. The trip wire was not also secured to handle slot. This condition, including the bent ligator housing teeth, indicates an incorrect application of tension to the trip wire at the time of deployment which may have caused the reported event. Although the returned suture thread was cut, since there is no information about a suture thread break, it is possible that it has been cut at the time of removing the device, therefore, it was not coded as a problem. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label, as the trip wire was not secured. The IFU states "secure trip wire in the slot on handle unit." Due to the trip wire was not secured, it is possible that it had slipped inaccurately, moving the bands from their place, overlapping them as if twisting them until they broke. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation performed on (B)(6) 2023. During the procedure, the ligator cap got stuck as it would not deploy the second band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.